Event description:
Customer called to report a leak in the tubing tray of the coulter lh750 hematology analyzer slide stainer. Bath 2 of the slide stainer was not draining properly and the instrument was experiencing 'valve failure' and 'pressure sensor' errors. The field service engineer (fse) was able to assist customer via telephone. With the assistance of the fse, customer located the source of the leak, a hole in the drain tubing for bath 2. The fse then instructed customer to trim the tip of the tubing that had the hole, and then to reconnect the tubing. The fse then verified with customer that the instrument was performing properly. Customer has not called back to report any further issues. The root cause for the leak was a hole in the drain tubing of bath 2. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
(B)(4).